Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. This was repeated with the same result. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. No defects or anomalies were observed. Reference file (B)(4) for investigation photos. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: the reported complaint of "clips not loading properly" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as both remaining clips could be loaded into the jaws and close with no issues. The device was received with 2 clips remaining in the channel indicating that the end user fired 13 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. No further action will be taken.

Event description:
The complaint states: clips could not be loaded into the applier properly. Therefore another product was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1700518 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: clips could not be loaded into the applier properly. Therefore another product was used. There was no patient injury.